Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided device imagery was reviewed and it was observed that the distal tip was torn radially. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed, along with the device preparation and procedural training manuals. Noted under sheath insertion, 'do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for introduce and navigate system through sheath and difficulty advancing through sheath were confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, 'during implant of a 23mm sapien 3 ultra valve in aortic position, upon removal of the esheath, it was found that the tip was torn and deformed more than usual. The operator noted that the valve was difficult to advance into patient at the tip of esheath but was successfully able to do so after more aggressive pushing.' Per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in pra0964. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, it was reported that 'mild' tortuosity was present in the patient's access vessels and 'moderate' calcification was present in the abdominal aorta. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. As the issue has been previously identified, a pra and CAPA, which captured the root cause analysis for the issue has been closed. Since no device problem was identified affecting distributed product, no additional pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported from the field clinical specialist (fcs), during implant of a 23mm sapien 3 ultra valve in aortic position, upon removal of the esheath, it was found that the tip was torn. The operator noted that the valve was difficult to advance into patient at the tip of esheath but was able to do so with additional force. There was no patient injury.